Event description:
Pt. Presented with cardiogenic shock. After medical management his vad had failed. He continued to have significant evidence of hemolysis and started to have end-organ dysfunction. Echo showed his pap 70 mmhg w/ sev mr. Failed inotropes.